Event description:
Additional information received reported the high and low impedances did not resolve. Some electrode impedances were high in monopolar and bipolar settings. Those electrodes were not used for programming. No lead fractures were noted. The patient had recovered without permanent impairment.

Event description:
It was reported that high impedances were measured on the left implantable neurostimulator (ins) in (B)(6) 2015. The following impedances were measured: c-0 = 3485, c-1 = 2621, 0-1 = 5830, 0-2 = 4003 and 0-3 = 4091 ohms. The ins was programmed to c +, 2- , 3-. The patient was still getting good therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type; extension. Product ID: 3389s-40, lot# va0958b, implanted: (B)(6) 2013, product type: lead. (B)(4).